Event description:
It was reported that this artificial urinary sphincter (aus) was not working. A revision surgery was performed, and as a result of the inspection fluid leakage was found caused by a small hole in the balloon. All components were explanted and replaced. No patient complications were reported.